Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator's power cord was caught on fire and the communicator was not working. A boston scientific company representative verified the light on the power brick was on but there was no light on the communicator. The company representative opted for a communicator replacement and a return label was sent. The communicator was deactivated. No adverse patient effects were reported.